Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5+ on a patient with 5 leaflet tricuspid anatomy, dense chordae, and an enlarged and rotated heart. A triclip xt was inserted and advanced under the valve. However, difficulties visualizing the clip occurred, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed from chordae, and a flail was observed. The clip was not deployed. The tr remained at a grade of 5+. The procedure was discontinued, and the patient was transferred to surgery with the clip delivery system (cds) still in the heart.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.